Event description:
It was reported that during a total hip replacement surgery when it came time to place the emphasys cup, the surgeon using the device for the first time, requested the offset manual handle. The reporter reviewed the surgical technique the day before and again at the scrub sink the day of the procedure. On the first attempt the cup kept spinning on the handle, so the surgeon removed it and the reporter reset the instrument. On the second attempt the cup achieved some purchase but less than on the first attempt. After the surgeon found a satisfactory position they attempted to release the cup from the instrument but it would not detach and remained on the handle. The cup was still attached to the handle and would be sent in by the reporter. These sequence of events caused multiple problems: the team had to ¿burn¿ a cup, they switched from emphasys to pinnacle because no additional offset manual handle was available, and fetching and opening the pinnacle pans added significant time. It was reported that the surgeon requested a multihole gription cup and planned to place screws because the cup¿s purchase had been lost. It was reported that the incident caused a major delay, the surgeon had to sacrifice an implant, no parts remained in the patient, and the patient was not harmed.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that when it came time to put the emphasys cup in, dr. Requested the offset manual handle. This was the first time dr. Had used this. The reporter knew this going into the case and reviewed the surgical technique the day before and at the scrub sink the day of on how to properly used is. In the first attempt to put the cup in, the cup kept spinning on the handle. Dr. Pulled it out and the reporter reset the instrument to try again. This time the cup was getting bite, but not as much as the first time. When the doctor found a good position dr. Tried to release the cup from the instrument and it would not come off. The cup was still on the handle currently and the reporter will be sending it in. This caused multiple problems. First off, the reporter had to burn a cup. Second, the reporter had to switch from emphasys to pinnacle since the reporter did not have another offset manual handle and he needed that. Third, since the reporter switched from emphasys to pinnacle, it took significant amount of time to go get the correct pans and open them. At this point the doctor requested a multihole gription cup since the "bite" was gone and dr. Was going to have to put in screws. So to sum it up. This casued a major delay in our case, dr had to burn an implant, no parts were in the patient nor was the patient harmed. After the cup was in place the proceedure continued as normal. The product was returned to depuy synthes for evaluation. Visual analysis found that the emsys ace imp curved was returned attached with an emsys shl 3hole 56. The threaded surface could not be examined due to the observed condition. A functional test was performed manually and was able to confirmed the reported allegation, the devices were unable to disengage after multiple attempts with excessive forces applied. The observed condition of the device could be consistent with exposure to unintended forces, such as overtightening during assembly, which may have led to internal damage. However, since the devices were unable to be disengage and the threaded section was not clearly visible, it was difficult to determine the exact cause of the reported condition. Therefore, a definitive root cause cannot be established. As per emphasys¿ acetabular solutions: surgical technique, the following steps need to be followed: 1)"after confirming alignment, remove the inclination guide and adaptor from the strike plate"; 2) "impact the prosthesis into position until fully seated"; 3) "press the release on the side of the impactor to disengage the locking mechanism"; 4) "slot the ball hex driver into the housing and rotate the hex driver counterclockwise to unthread the prosthesis". Additionally, "if the shell is torqued onto the handle, unthreading may become difficult. To overcome the torque, rotate the entire curved handle, which will break the tension between the handle and the shell. Continue unthreading with the hex driver as usual". A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys ace imp curved would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.